Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was recently hospitalized due to ketoacidosis. Blood glucose level at the time of the incident was 517 mg/dl. The customer was wearing the insulin pump at the time of the hospitalization. Blood glucose level at the time of the call was 91 mg/dl. During troubleshooting, the insulin pump did not show any sign of malfunction. The device was not replaced or returned for analysis.